Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl. Reportedly, the suspected cause of the low bg level was due to not consuming lunch. The customer consumed dinner to treat the low bg level, and bg level subsequently increased to 263 mg/dl. Reportedly, the customer's bg level then elevated up to 450 mg/dl, due to the customer not delivering enough insulin for the snacks consumed at night. The customer delivered manual injections and changed the supplies on the pump to address bg level. During a follow-up call, it was confirmed that the customer's bg level was 98 mg/dl, and the customer was satisfied.